Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. Treatment for the event and whether dianeal therapy was ongoing was not reported. The outcome of the peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient began treatment (unreported date) with vancomycin and fortum (doses, frequencies and route of administration not reported) for the event of peritonitis. At the time of this report, the antibiotic therapy was completed. It was reported the patient was recovered from the event, fluid was clear and the patient was doing well. Should additional relevant information become available, a supplemental report will be submitted.